Event description:
It was reported that the pump was alarming and screen did not have an error or alarm displayed. They removed and replaced the batteries with new ones. Pump powered on and alarm persisted. They removed the batteries from the pump and closed clamp on tubing near port. The patient was aware of his medication blincyto and it was having a 4-hour window of it being stopped or restarted. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.